Event description:
It was reported that the patient was deceased due to ventricular fibrillation episodes (vf) resulting in cardiac arrest. Following the patient¿s death, the device was explanted and interrogated. There was an alert noted for elective replacement indicator (eri) and the charge time was noted to be high. There was no allegation of premature battery depletion, however the duration of the vf episodes and therapy delivery may have led to decreased battery longevity. The device was behaving according to its programmed settings but was unable to terminate the arrhythmia. Further information was requested but is not available.

Manufacturer narrative:
The device was returned for evaluation. The session records indicated excess high voltage (hv) charges and multiple charges in a short period of time, which caused the battery to deplete resulting in extended charge time. The session records indicated a normal device longevity estimation. The device was charged and delivered therapy as intended. Electrical testing also found the device to be performing as intended. The results of the investigation concluded the analysis of the device was normal, no anomalies were found.